Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements as less than one cfu of microorganisms were detected. The customer provided additional information regarding the cleaning, disinfection and sterilization practices (cds) performed by the user facility. There were no patient infections as a result of this event. During pretreatment, the customer aspirates water through the channels and flushes the air/water channel and the auxiliary washing channel. The customer uses a detergent during pretreatment but did not provide what detergent was used. During manual cleaning, the customer uses detergent anios clean excel¿d and brushes the operating/suction channel, the suction piston, operating channel port and the distal end using a neoclean brush, reference number 201971. The customer also uses scope clean kit (two pieces), reference number an1850023 lot b1213381a, expiration date 09/2026 and chirana 50 ml catheter and luer adatpter. The scope was not manually disinfected. The scopes are stored in a wasseburg dry 320 cabinet. The scope is maintained and repaired by olympus. The scope was not sterilized. For automated endoscope reprocessor (aer) treatment, the wassenburg adaptascope (b1112352 and b2200267) is used with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). On (B)(6) 2022, wassenburg adaptascope b1112352 tested positive for less than one cfus of pseudomonas species and (B)(6) 2022, it did not test positive for any microorganisms. The wassenburg adaptascope b2200267 tested positive for less than one cfus of pseudomonas and on (B)(6) 2022, it did not test positive for any microorganisms. The device has been returned to olympus and is currently pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. There were multiple testing dates. The scope was not used on a patient during the different testing dates. The biopsy channel tested positive for micrococcus luteus, sphingomonas paucimobilis and staphylococcus capitis. The auxiliary channel tested positive for micrococcus luteus, moraxella species, environmental germs, staphylococcus saprophyticus, and staphylococcus capitis. The elevator channel tested positive for micrococcus luteus, environmental germs, environmental mold and paracoccus yeei. The suction channel tested positive for micrococcus luteus and brevundimonas species. The all channel sample tested positive for escherichia coli and staphylococcus epidermidis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were found during evaluation: lg (light guide) lens cracked; a-rubber (bending section rubber) glue peeled off; key top1 incised and cut; angulations were out of standard; play on angulation control knob; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.